Event description:
It was reported that during the implant procedure following the pocket closure, noise was present from the right ventricular (rv) lead. The physician reopened the pocket and attempted to reposition the lead, but the noise was still present. The rv lead was explanted and replaced to resolve the event and the patient was stable with no adverse consequences.